Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corners.

Event description:
Customer reported that the insulin pump was dropped into a drink; customer took it right out but it is not working. Blood glucose value is 425 mg/dl; treated with manual injection. Customer stated that the display is blank. Nothing further reported.